Event description:
The foley catheter was put into patient during surgery and the urine did not go from the tube into the collection bag. Patient complained of a full bladder sensation. One hundred ml of urine was noted in the bag in pacu. At this time, there should have been several hundred mls of urine in the bag.